Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 165 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: no button error alarm during testing. However unit had intermittent button response due to corroded act and down button on keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.